Event description:
The patient reported experiencing numbness, tingling, and loss of feeling in her legs and feet, her leg and arm muscles "not working", difficulty walking, and falls while receiving treatment with prialt. The patient began receiving prialt in combination with dilaudid via an intrathecal drug delivery pump approximately three months ago for treatment of back pain associated with degenerative disk disease and failed back surgery syndrome. Approximately one month after beginning prialt therapy, the patient began experiencing numbness and tingling in her legs and feet. Her symptoms have worsened progressively over time and have intensified in the past two weeks. She reports a loss of feeling in her legs and feet, and her muscles are no longer working properly which the patient describes as "her brain and feet are not talking." The patient has had increasing difficulty walking and has fallen three times since beginning treatment with prialt. Although she is not currently experiencing numbness in her arms, the patient has noticed her arm muscles are not responding properly and she is now "dropping things." The patient saw her hcp and an unspecified test indicated that there was "no response" in her legs, feet and arms. The patient is in the process of contacting her pain management specialist.